Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, while cutting lung on a video-assisted thoracoscopic surgery (vats) lobectomy, the staples were not formed. They used a second loading unit to complete the case. There was no patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.